Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer woke up with an elevated blood glucose (bg) level of 184mg/dl, and bg levels continued to fluctuate for a period of 2 days. Customer reported elevated bg levels of 331 and 347mg/dl, and low bg levels of 47 and 52 mg/dl. Elevated bgs were treated by administering a correction bolus. Low bgs were treated by drinking juice and consuming crackers. System check was performed with tandem technical support, and the pump performed as intended. Customer was advised to change out the site, however they declined. Recommendation was made that the customer consult with their healthcare provider to discuss what might be affecting bgs.